Event description:
Related to MFR report #: 2183959-2011-00606. A pt was implanted with an ams apogee graft. Reportedly the pt had "severe pelvic pain and vaginal bleeding from mesh erosions." On (B)(6) 2011, the pt had a revision procedure, it was reported that, "removing the mesh caused significant morbidity with blood loss."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.